Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The patient reports having a burning sensation at the pod infusion site.

Manufacturer narrative:
The returned device was evaluated and the returned device had the cannula assembly deployed. Inspection of the device found no defects or abnormalities that would lead to improper insertion of the cannula; a root cause for the event could not be determined. Investigation results found no damages or defects that would cause irritation or swelling at the infusion site. The soft cannula and formed needle were inspected and no abnormalities were found. The cause of the reported skin condition irritation could not be determined.